Event description:
A user facility reported that a pt developed a sore throat and dysphagia following the use of an lma that was inappropriately cleaned in matar, a phenol-containing cleaner. The pt was treated with oral steroids and antibiotics. The pt's symptoms resolved within two weeks. The lma labeling warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. The facility has removed from service all the lma's that may have come in contact with the phenol cleaner.